Event description:
It was reported to boston scientific corporation that a clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip was no longer movable, it could not be open or released. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not release.